Manufacturer narrative:
The cause of the hematoma was not determined since product was not returned and insufficient clinical details provided. The pump passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced a groin bleed and dropping hemoglobin and hematocrit levels. Blood products were transfused and the pump was explanted. The patient survived.